Event description:
The customer obtained a nonreproducible, higher than expected troponin I result from a single patient sample using a vitros tropi es reagent on a vitros 5600 integrated system. Patient result: 0.232 ng/ml vs re-test results <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected result was reported to a physician who ordered the administration of lovenox to the patient. A corrected result was later reported. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a nonreproducible, higher than expected troponin I result was obtained from a single patient sample using a vitros tropi es reagent on a vitros 5600 integrated system. The definitive root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing, inadequate analyzer maintenance or an unexpected analyzer performance had contributed to the result could not be ruled out. The investigation found no evidence to suggest the vitros troponin I es reagents had malfunctioned. Per consultation with ortho clinical diagnostic medical safety officer: since this patient only received a single dose, if no acute adverse reactions was observed during the patient¿s hospital stay or on the day the patient receiving the drug, a long term health risk associated with the single administration of lovenox due to a falsely high troponin result is not anticipated.